Manufacturer narrative:
(B)(4). Additional concomitant medical products: biomet microfixation ribfix blu system temporary fixation screw, contra angle, catalog #: 76-0017, lot #: ni. Therapy date: (B)(6) 2019. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2019-00094.

Event description:
It was reported the driver was sticking while turning and a temporary fixation screw became stuck inside the driver. There was no patient or surgery involvement.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. The driver was returned for investigation with a temporary fixation screw stuck inside the collet. The driver appeared to be in good condition overall, with just some minor discoloration on the handle and knob. Functional testing was done by rotating the knob, which showed that the driver was sticking during rotation. The driver was disassembled for further inspection and it was found that the internal gears were stripped and metal shavings fell out during disassembly. The driver was also functionally tested by attempting to remove the temporary fixation screw. The screw could not be removed. The driver was disassembled for further investigation. When the cover of the head assembly was removed, the screw appeared to be rotated inside the driver collet and could not be removed without being rotated first. Wear was also observed on the mating surfaces of the screws and inside the driver collets. DHR was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to excessive torque being applied, beyond what is required to seat the screw. The excessive torque wore down the gears, screw, and collet, then caused the collet to rotate around the screw. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2019-00094-1.

Event description:
This follow-up report is being submitted to relay additional information.